Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: a review of the black box showed the last basal delivery was a 2.50 unit normal bolus. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 12 hours with a 2.0 unit per hour basal rate and at the end testing the basal history correctly showed 2.0 units and the total daily dose showed 24.0 units. No alarms or delivery interruptions occurred during the testing. The inaccurate delivery allegation was unable to be duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced elevated blood glucose of 300 mg/dl. This level of blood glucose without accompanying symptoms does not meet animas' criteria for a reportable adverse event. No adverse event is being reported in association with this complaint. The reporter alleged an inaccurate delivery issue with the pump but declined to participate in troubleshooting of the device with animas customer support. This complaint is being reported because there is an allegation against the delivery function of the pump.